Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he had low blood glucose level. The customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer reported that he had too high blood glucose level and the blood glucose level was 301 mg/dl. The customer was treated for low blood glucose level with juice. The sensor glucose and blood glucose level was not within the acceptable range. The insulin pump will not be returned for analysis.